Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included stress testing and a complete calibration without duplicating the customer's report. An internal inspection confirmed all tubing, pcbas, and ribbon cables were properly routed and in good condition. Flow screens were inspected and found to be free of debris. The device was recertified and returned to the customer. No trend is associated with reports of this type.